Event description:
Reportedly, the physician tried to position the lead 4 times without success. Good sensing value but absence of capturing. The physician tried with a another lead (other brand) and the lead stay on place at the first attempt .

Event description:
Reportedly, the physician tried to position the lead 4 times without success. Good sensing value but absence of capturing. The physician tried with a another lead (other brand) and the lead stay on place at the first attempt .

Manufacturer narrative:
Please find below the summary of the investigation: as received the screw fixation was within the distal electrode profile. The fixation mechanism operated as specified. The electrical measurements were within specifications, and review of the associated manufacturing records revealed no evidence of inconsistency during the manufacturing process that could be related to the reported issue. A minor deformation was spotted on the helix, this finding could be attributed to the difficulties encountered during the implantation attempt, especially the repeated retraction and extension of the screw. This finding could not explain the capturing failure reported. All other electrical and mechanical measurements were within specifications. It should be noted that the reported electrical issue may be attributable to external factors that are independent of the lead characteristics, such as lead tip position or patient physiology. Such factors are well-known potential complications associated to such implantable devices that are discussed in the device instructions-for-use and published literature. The root cause could not be determined by the investigation; however, based on the provided information a lead issue is not suspected to be related to the reported problem.